Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the loop broken with evidence of burned. The complaint that the snare loop broke was confirmed. The device has the loop broken with evidence of burn. The loop may break due to excessive current applied during the procedure. Therefore, due to anatomical and procedural factors that could have affected the device performance, the most probable root cause for this event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, the physician applied current to the device and successfully resected the lesion. Blood clots were noted at the distal tip of the device. They withdrew the snare from the scope and wiped the blood off but when they did the snare wire broke. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, the physician applied current to the device and successfully resected the lesion. Blood clots were noted at the distal tip of the device. They withdrew the snare from the scope and wiped the blood off but when they did the snare wire broke. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.